Manufacturer narrative:
No add'l data. Prod not returned for eval.

Event description:
Individual was sitting on commode when back brace pulled out of chair, resulting in the individual falling and bumping their head.